Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to it would not inflate. The pump and cylinders were removed but original reservoir was left in patient. A new ipp device was implanted. There were no further patient complications in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.